Event description:
The customer reported that the system displayed 'kv on in error' and the 'stator not on' error messages. These errors cause the system to shut down, which results in a loss of system functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib, motor relay pcb, power cap module, stator cap assembly filament driver, generator driver, interconnect cable and backplane were evaluated and replaced. The system configuration was reloaded. The system was tested and found to be working as intended and returned to service.